Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter that indicated that the surgeon implanted a 13.2mm vticmo13.2; -7.0/1.5/074 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens and this resolved the problem. The cause of the event was reported as unknown.